Event description:
Event info: during the tooth crown resolution of the wisdom tooth, the handpiece head heated up and the pt was burned on the inside of cheek. The dentist was not aware that the handpiece had heated up, because the dentist wore gloves the size of the burn was 30mm x 30mm. The condition of the burn was white and it was deep. It was thought that full recovery could take up to six months. The dentist washed the affected are and applied a steroid ointment. The dentist gave the pt a six-day supply of medicine. Nakanishi sent a letter to the dentist on (B)(6) 2015 in order to request the additional info regarding the event. Natanishi received the response data (B)(6) 2015. This report created based on info including what was obtained through this response. The dentist requested nakanishi to check this handpiece, and nakanishi investigated this handpiece on (B)(6) 2015.

Manufacturer narrative:
Upon receipt from the dentist of the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device. These activities are described I more detail below. Methodology used: nakanishi examined the device history record for the subject x95ex device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. There were no visible abnormalities, such as cracks or debris, on the outside of the handpiece. Nakanishi then set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur did not rotate smoothly. Nakanishi measured the temperature of the handpiece. The temperature reached 78.2 degree c 20 seconds after the beginning of the measurement test, and nakanishi stopped the measurement. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed there were dirt and debris inside the cartridge. Conclusions reached based on the investigation and analysis results: nakanishi believes that the cause of overheating of the returned device was due to dirt/debris inside of the bearing. The dirt/debris observed caused abnormal rotational resistance, which would result in the handpiece overheating. Nakanishi remind the user of the maintenance instructions included in the user manual in order to prevent the accumulation of dirt inside the bearing.